Manufacturer narrative:
Correction: device code of (B)(4)¿ failure to shock or shock properly was missing from the initial MDR.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for routine follow-up. Upon interrogation, high voltage therapy was unable to be carried out due to low lead impedance on the right ventricular lead. Ventricular fibrillation was stopped by the external defibrillator. The lead was capped and replaced on (B)(6) 2017. The patient was stable before, during, and after the procedure.